Event description:
While performing a laparoscopic cholecystectomy, the pt sustained a bruise or slight burn around the cuff of the trocar. Reported late secondary to awaiting results of testing. Dates of use: (B)(6) 2013 - to date.